Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Reference article: ye, jian, john g. Webb, anson cheung, jean-bernard masson, ronald g. Carere, christopher r. Thompson, brad munt, robert moss, and samuel v. Lichtenstein. "Transcatheter valve-in-valve aortic valve implantation: 16-month follow-up." The annals of thoracic surgery 88, no. 4 (2009): 1322-1324. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator.   The edwards sapien transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien, sapien xt, sapien 3 valve in a previously implanted surgical valve) is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien, sapien xt, sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event.  Per the article ¿the positioning of the sapien valve was slightly too aortic and in combination with noncoaxial alignment, resulted in the sapien valve being displaced and immediately embolized into the ascending aorta¿. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), after review of medical article "transcatheter valve-in-valve aortic valve implantation: 16-month follow-up¿ corresponding author dr. Jian ye et al. The following event was observed. A case of (B)(6) year-old frail male patient with a prior aortic valve replacement (avr) with a 25-mm surgical porcine valve who developed symptomatic severe aortic regurgitation associated with pulmonary hypertension eight years after the first avr, so, it was decided to perform a percutaneous transfemoral valve-in-valve procedure. After balloon valvuloplasty, a 23 mm sapien valve was positioned within the previous surgically implanted valve. As the balloon was expanded the struts of the surgical bioprosthesis ¿splayed¿ due to the positioning of the sapien valve was slightly too aortic. This, in combination with noncoaxial alignment, resulted in the sapien valve being displaced and immediately embolized into the ascending aorta. The sapien valve was captured with the balloon catheter and it was overdilated and permanently secured into the distal aortic arch. Severe aortic regurgitation was noted, but the patient remained stable and intubated, therefore, a new 23mm sapien valve was successfully deployed inside the pre-existing 25-mm surgical valve by transapical approach without issues. The patient was discharged home on pod5 and remains free of cardiac symptoms and doing well at his 16-month follow-up.